Event description:
Caller reported the button on the pump does not work; exact button was not provided. No adverse event reported. No product will be returned due to custom and legal issues in russia.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return